Manufacturer narrative:
(B)(4).

Event description:
Medical assistant contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Unable to perform functional testing the unit would not boot on. Unable to download receiver log unit would not turn on. The device was opened for internal inspection and passed inspection. The reported event of no audio output was not confirmed. A root cause could not be determined.